Event description:
A nurse reported that before cataract surgery post successful testing an ophthalmic handpiece exhibited failure in ultrasounds. Surgery was completed by changing the ultrasound head to another one. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification (phaco) handpiece was returned for testing on this investigation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The phaco handpiece (hp) was received for testing on this investigation. A visual assessment of the returned sample did not reveal any nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and generated system message during a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The tip was replaced with one not used on the prior burn-in test, then successfully tuned and completed a five minute burn-in test. The returned handpiece was found to functionally exhibit no problems. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).